Event description:
It was reported the proximal part of the subject coil had stretched. The subject main coil had prematurely detached during use and a snare was used to pull out the subject main coil from the artery. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was seen to be kinked. The coil proximal contact was seen to be fractured. The main coil was seen to be stretched near the detachment zone (dz). The functional inspection was not performed. The reported event ¿main coil stretched¿ was confirmed during analysis. The reported event ¿coil proximal contact wire broken/fractured¿ was confirmed during analysis. The reported event ¿patient medical or surgical intervention required¿ could not be confirmed as this is a patient related code. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the proximal part of the subject coil had stretched and the very proximal end of the device was damaged. The main coil was pulled out of the artery with a snare and was fully removed. Additional information provided by the customer indicated that a microcatheter was used with the subject coil and the damage occurred at the end of the procedure. It was also noted that all felt normal until the physician tried to remove the delivery wire (thought it was detached) and then felt that it hadn't fully detached. When the physician went to re-manipulate it, he felt that the coil had stretched and he could not get 1:1 push-pull. The device was returned for analysis, and it was noted that the proximal section of the main coil was stretched near the detachment zone, the coil delivery wire was kinked, and the coil proximal contact was fractured. Based on a review of available information and analysis of the returned device, it is probable that the main coil was stretched due to manipulation against resistance as it was noted that the physician could not get 1:1 push-pull. It is possible that the delivery wire and proximal contact could have been damaged from withdrawing the delivery wire against resistance too quickly. An assignable cause of procedural factors will be assigned to the reported event and analyzed event 'main coil stretched' as well as the reported event 'nv - patient medical or surgical intervention required' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use the product performance was limited. An assignable cause of handling damage will be assigned to the reported event and analyzed event 'nv - coil proximal contact wire broken/fractured' as well as the analyzed event 'nv - coil delivery wire kinked/bent' since these issues are likely due to handling of the product or portion of the product during the clinical procedure.

Event description:
It was reported the proximal part of the subject coil had stretched. The subject main coil had prematurely detached during use and a snare was used to pull out the subject main coil from the artery. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.